Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 3b endoleak with sac growth. The event is most likely user related due to the original procedure being outside the intended use of the device (off label). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device code: remove code 1354, 2978.

Event description:
Additional information: there has not been an intervention scheduled or reported. At the completion of the clinical assessment, clinical identified that the original procedure was outside the intended use (off - label).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, a limb stent graft extension and an ovation ix extender to treat abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, a type 3b endoleak (fabric tear) was reported. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported.